Manufacturer narrative:
Block e1: (initial reporter facility name) (B)(6). Block h6: imdrf device code a050702 captures the reportable event of unable to cut. Block h10 investigation results: one captivator snare was received for analysis. Visual analysis of the returned device found the working length was detached from the handle. Electrical test cannot be confirmed due to he condition of the device. No other device problems were noted. The reported event of "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to the anatomical/procedural factors encountered during the procedure. Device analysis found that the working length was detached. It is likely that this is due to an excess of manipulation of the device. It is most likely that during manipulation of the device an excess of force was applied to the device such as the interaction with the scope or additional tools/medical devices, causing the device to separate in two pieces. Therefore, based on analysis of the returned device and all available information, the most probable cause for the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used during a polypectomy procedure performed on (B)(6) 2023. During the procedure, loop could not cut the polyp and the working length was fractured. The procedure was completed with a similar 15mm captivator ii round stiff snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (initial reporter facility name) (B)(6) university. Block h6: imdrf device code a050702 captures the reportable event of unable to cut.

Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used during a polypectomy procedure performed on november 1, 2023. During the procedure, loop could not cut the polyp and the working length was fractured. The procedure was completed with a similar 15mm captivator ii round stiff snare. There were no patient complications reported as a result of this event.